Event description:
The account reports that a pt underwent cataract surgery with implantation of the crystalens on the right eye. The lens ended with a "z" syndrome and will require explant. No additional info was provided. Additional info has been requested from the reporter.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.